Event description:
Patient came in with for a revision procedure. Patient was having tissue irritation from caudal aspect of construct and came in for procedure to alleviate the issue. Intraoperatively it was notice that the tulip of the screw had broken off from the screw body.